Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 8 closed samples and an open sample. We have checked all the closed samples received. All samples received have suture corresponding to the description. The open sample corresponds to usp 3/0, 45cm and ds19 needle. Production records have been reviewed and both products were manufactured one after the other. We assume that clean line was not performed and one or a few sutures of the product c0022505-monosyn violet 3/0 (2) 45cm ds19 (m) ddp were packed as c0022052-monosyn violet 0 (3,5) 90cm hs26s(m). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and bbs requirement. Conclusion root cause analysis: the most probable root cause is a mix-up of the products c0022505-monosyn violet 3/0 (2) 45cm ds19 (m) ddp and c0022052-monosyn violet 0 (3,5) 90cm hs26s(m) during the packaging process at the same time. Final conclusion: considering that the open sample received do not fulfill european pharmacopoeia and b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: an internal non-conformity (inc) has been opened in the system to analyse the root cause and define the corrective actions if applicable: inc/cc/001/25.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that when they open an envelope of monosyn 0 they realized it contains another suture of an apparently smaller gauge.